Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review was performed for similar complaints for serial number (B)(6) from 28-oct-2017 through aware date (B)(4) 2018. There were no similar complaints found during the searched period. The st aia-pack estradiol (e2) application analyte manual states: specimen collection and handling serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives (red top tube). Store at 18-25°c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible samples may be stored at 2 - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18 - 25° c) and mix gently. The sample required for analysis is 75 [?]l. The most probable cause of the failed american proficiency institute (api) survey was due to specimen handling by the customer.

Event description:
A customer reported that they failed the last four american proficiency institute (api) surveys for estradiol (e2) on the aia-360 instrument. The customer reported that each time, one of the three samples failed. The quality controls (qc) were in range on the day the survey was run. The customer could not run e2 until two surveys are passed. The customer's lab consultant troubleshooted by survey material from the last survey at the customer's other location and the results recovered within acceptable ranges. The customer suspected that the issue was the api material handling during shipping or at the lab. The customer stated that they will carefully monitor material temperature during future surveys. There was no indication of patient intervention or adverse health consequences due to the discrepant survey results.